Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for aspartate aminotransferase with/without pyridoxal phosphate activation (ast). The customer noted that there were many issues with calibrations and controls that same day. The sample initially resulted as 12235.3 u/l and this value was reported outside of the laboratory. It was stated that results for other parameters tested from the sample were all accompanied by absorbance flags. The physician did not believe the initial result. The sample was repeated in a different laboratory, where it resulted as 35 u/l. The 35 u/l value was reported outside of the laboratory and used by the physician. The patient was not adversely affected. The ast reagent lot number and expiration date were asked for, but not provided. The field service engineer found that the cleaner bottle was empty, whereas the instrument counter showed a volume of 77%. The customer may have reset the counter without changing the bottle. The bottle was exchanged. The field service engineer checked pipetting accuracy, photometer sensitivity, and cooling/heating; these were ok. He also changed a probe. The customer later reported that they did not receive any further absorbance flags, but they were receiving several photometer lamp errors on the analyzer. The customer changed the lamp, but the errors continued. The field service engineer found that the lamp was not fixed correctly. He fixed the lamp issue and the system was said to be working correctly again. No further flags have appeared.